Event description:
Product is a single wrapped item. Complainant opened individual package and noticed something in the "shell" of the sanitary pad. Initially thought it looked like a "rat dropping" and contacted the environmental health svs in their co. Object was later identified as "fly pulpa case". Complainant stopped using product in 02/2001.